Event description:
It was reported that prior to the procedure, it was found that the silicone casing was found to be broken on the right ventricular (rv) lead. The rv lead was not used and was replaced with another rv lead. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event of insulation break was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation detached from the connector boot. Evidence of med-a between the inner diameter of connector boot and outer insulation were observed. The outer insulation was not fully inserted in the connector boot. Dimensional analysis of the connector region found the outer insulation insertion distance to be out of specification which could have contributed to the cause of the reported event.